Manufacturer narrative:
Date returned to mfg: 1/11/2024. One device was received for evaluation. Visual inspection found the top and bottom housing to be damaged. Functional testing was able to verify and duplicate the reported issue. It was revealed power supply board and interconnect pcb were damaged by fluid ingression. The power supply board and the interconnect pcb were the root cause and were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a leak and that the pcb interconnect card and alloy block were damaged. It is unknown if there was patient involvement, no adverse patient effects were reported.